Manufacturer narrative:
H.6. Investigation: physical samples received for investigation. One box (100 pieces). Evaluation was performed on the samples. Additionally, 20 retention samples were also taken for a visual and functional test to verify if the defect is present. The leakage test results in the retention samples and in the physical samples received were compliant, no defect was present. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd syringe¿ 10 ml ll w/ndl was leaking past the stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10 ml ll w/ndl was leaking past the stopper. No serious injury or medical intervention was reported.